Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. It was reported that the patient¿s pump healed with the cap port in an uncomfortable position and the physician did a pocket revision to reposition the pump. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. Additional information received from the patient reported that they moved the pump to his side because the ¿sharp point¿ of the pump that was causing discomfort where it was implanted in his stomach. No further complications were reported.